Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8206727. Medical device expiration date: 2023-06-30. Device manufacture date: 2018-07-25. Medical device lot #: 8128662. Medical device expiration date: 2023-04-30. Device manufacture date: 2018-05-08. PMA/510(k)#: k011369, k122558. Investigation summary: unconfirmed, no sample received investigation conclusion: the customer issued a complaint for pre-activated device detected by end user. Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Root cause description: based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. During the years of investigation of complaints about pre-activated devices several root causes were discovered which were within the customer¿s sphere of influence. Best practices and guidelines were collected and summarized in stan-010. Rationale: complaint is unconfirmed.

Event description:
It was reported that bd ultrasafe passive¿ x-series needle guard syringe plunger separated from the device and leaked. This was discovered before use. The following information was provided by the initial reporter: upon observation of the syringe, the needle was inside of the syringe housing and not exposed as it normally would be. The consumer attempted the administration with no success and while attempting to handle the plunger, the plunger came out from the back of the housing, with an unspecified amount of medication leaking out onto the consumer's hand.